Event description:
On 7/18/2025, an employee from an arthrex subsidiary reported via email that an issue occurred with an ar-2324bcct biocomposite swivelock. The correct drilling and tapping procedures were followed. As the anchor was inserted and turned, the shaft opened. No excessive force was applied. The anchor was removed and repositioned. However, the shaft had become damaged, which in turn damaged the screw, rendering it unusable. This was discovered during a knee arthroscopy procedure on (B)(6) 2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation and incorrect surgical technique during device application. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure. The complaint allegation was confirmed based on the customer's picture, which showed the molded tip of the ar-2324bcct displaying warping, an indication of excessive force applied due to resistance. Additionally, the screw/implant appeared to be completely deformed.

Event description:
Additional information was received on 08/25/2025: the case was completed with two more anchors. The case was delayed 15 minutes, and no additional anesthesia was administered.